Event description:
It was reported that a pt was revised in 2005 due to screw back out of an acdf. The pt had initially undergone a two level acdf 3 mos earlier and at the 6 week post operative visit was found to have one of the caudal screws backed out. The surgeon reported to the sales rep that he felt that he thought that his technique was the reason the screws backed out. During the revision surgery the surgeon found two of the screws had backed out. Upon removal of the second screw, the swivel popped out and he replaced it with a swivel from another plate (off label usage). Two rescue screws were placed within the caudal screw holes.